Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redv4016 showed eleven other similar product complaint(s) from this lot number.

Event description:
It was reported on (B)(6) 2021, a special nurse will indwell a PICC catheter for the patient for infusion nutrition. Check that the catheter is unobstructed before inserting the catheter, and place the PICC catheter on the left upper limb. After the puncture is successful, the catheter is cut and connected to the catheter. The connecting tube cannot be connected. , after reporting to the head nurse, another central venous catheter package was removed and the connecting tube was used for connection, which did not cause damage to the patient. This incident wasted consumables and increased the workload of nurses.